Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 health effect - clinical code - 4581 appropriate term/code not available for speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient had slurred speech, passed out, and lost consciousness. The dexcom g7 receiver was reading 100 mgdl at this time and the blood glucose (bg) was not checked. The physical therapist called the emergency medical technician (emt). When the emt arrived they took a finger stick and the bg reading was 207 mgdl and the cgm reading during the time was not reported. Immediately, the emt staff administered 5 bags of insulin to the patient and he regained consciousness. The sugar level came down gradually after the insulin was given to the patient. The patient refused to be taken to the hospital. At the time of the call, the patient was still a little woozy, but fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.